Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and the usage of device which was initial and not re-use as was mistakenly reported. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and the usage of device which was initial and not re-use as was mistakenly reported. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 3 years 3 months post implant of sepramesh ip, patient had small bowel obstruction, adhesions and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of a incarcerated incisional hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of sepramesh ip. Per the operative notes, "the hernia sac was encountered. The previous piece of mesh was excised completely from the bowel and a piece of sepramesh ip was sewn into the defect." (Note: no product identifier was provided for the previously placed mesh). (B)(6) 2013 - patient was diagnosed with partial small bowel obstruction and recurrent incisional hernia thereby underwent open repair with the lysis of adhesions and removal of mesh. Per the operative notes, ¿three different defects were found. One to the right of the mesh, one above the mesh to the right and then one on the left side. There was some fluid in the sac. Excised as much of the mesh that was in there as possible. Towards the mid ileum, two strands that were causing the obstruction and resected that area. A biological mesh was placed around the hernia defect." Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence, ring break and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of a incarcerated incisional hernia, a sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.